Event description:
From staff: patient was scheduled for an ecrp with possible stent placement. Provider was cauterizing and dilation to the ampulla. Extractor pro dilation balloon in the duct was not inflating properly. The tubing was leaking at the proximal end to the balloon. Extractor removed and replaced. No harm to patient.